Event description:
It was reported that lead warning occurred on the v lead. Greater than 2 million low impedance paces had occurred. R waves measured at 2.0-2.8 mv, were 7 mv at implant. The lead was replaced. No patient complications have been reported as a result of this event.